Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer went to the emergency room (ER); cause of ER visit was not provided. A blood glucose (bg) level was not provided. Reportedly, the customer experienced "glue in lip, face black and blue, patient hit face/arm/shoulder"; cause of these injuries was not provided. It was reported that "doctors monitored patient's bg and did x ray to see if patient did not break any bones" and the customer was discharged the same day with the issue resolved and no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.